Event description:
Procedure: anterior resection. According to the reporter: surgeon reports that he needle of the endostitch broke in half during suturing. The broken needle fell into the pt cavity and was retrieved. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).